Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that the display device showed a transmitter error display on (B)(6) 2017. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. Share log data was available for review and displayed a transmitter failure alert on the date of issue. The customer complaint of transmitter failed error was confirmed. The root cause could not be determined.